Event description:
Customer reported on a bravo capsule which had been retained for over a week with the patient suffering from severe chest pain. The physician performed an endoscopy and used a cold snare to remove the capsule. There were no further complications.